Event description:
(B)(4). Same case as MFR ID#: 2134265-2011-05331, 2134265-2011-05330. It was reported that post a stenting treatment procedure, a myocardial infarction occurred. The patient presented at the time of the index procedure with acute pulmonary edema due to silent ischemia. Cardiac catheterization revealed three target lesions. The first was a 70% stenosed and 15mm long bifurcated lesion located in the first left posterolateral coronary artery (lpl) with a reference vessel diameter of 3.0mm. This was treated with predilation and deployment of a 3.0x20mm taxus element stent using a kissing technique towards the mid left circumflex coronary artery (lcx) resulting in 0% residual stenosis. The second was a 90% stenosed and 15mm long bifurcated lesion located in the distal left anterior descending (lad) coronary artery with a reference vessel diameter of 2.5mm. This was treated with predilation and deployment of a 2.5x20mm taxus element using a kissing technique towards the second diagonal coronary artery resulting in 0% residual stenosis. The third was a 70% stenosed and 10mm long lesion located in the proximal lad with a reference vessel diameter of 2.75mm. This was treated with predilation and deployment of a 2.75x16mm taxus element stent resulting in 0% residual stenosis. The next day, the patient had elevated troponin levels and was diagnosed with a myocardial infarction without ischemic symptoms. The patient was treated with medication. The patient was discharged 7 days following the index procedure. It is noted that by discharge, there was a rapid regression of pulmonary edema. The event of myocardial infarction was reported to be resolved without residual effects. It is the opinion of the physician that this event is not related to the taxus element stents.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).